Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was united states placed to technical services on 08/10/2018 stating that there was a spike in impedance of 1 no ohms and then back down to 500 ohms. There was also noise noted on rv channel when lead went into lead safety switch. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).